Manufacturer narrative:
An investigation was carried out by both the (B)(6) and an arjo investigator together on the lifter concerned. The general condition of the lifter was good and functioned to specification with no load applied. The lifter was fitted with a spragg clutch and an ungraded safety catch. It was noted the lifter was a little stiff to rotate in the base. The chair has one seat buffer missing and the other is coming out. There are some minor indentations in the e-chair frame cross member caused by the safety catch but the chair cannot be detached. The tcs has no faults. The lifter is used over an arjo fixed height hydrotherapy bath. The security of the lifter is good but was not load tested at the time of the investigation. Based upon the reports received, the exact cause for the reported incident remains unk. The missing seat buffer would not have contributed to the reported incident. Arjo recommends that new seat buffers are fitted and that lifter rotation in the base is repaired. At the customer's request, arjo to supply a copy of the operating instructions.

Event description:
The pt was transferred from her bed to the bathroom using the commode wheelchair. In the bathroom, the carer placed the commode wheelchair facing the bath chair attached to the lifter. The pt, with little help form the carer, transferred from the commode chair to the bath chair. Both arm supports of bath chair were lowered into position for the pt to hold onto. The carer started to wind the lifter and had only done full turn of the lift handle when the pt slipped off the front of the bath chair under the arm supports and landed on the floor. The pt's body and legs were on the floor in the direction of her shoulder, lying on her right-hand side, but her left arm was still tangled up in the arm supports. The pt was complaining of pain in her right shoulder. The pt was initially treated by paramedics. (B)(4).